Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 500 mg/dl. Customer went to the hospital in january and the doctor advised they wanted troubleshooting performed on the insulin pump. Doctor was advised troubleshooting cannot be performed without the patient nor insulin pump present. The insulin pump was not returned for analysis.